Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
The manufacturer representative (rep) reported that on july 1, 2024 they met with the patient and tested impedances, which were found to be high (>10,000 ohms) on three contacts.  No symptoms reported.   The rep reprogrammed around the impedances, which resolved the high impedance readings.  The cause was not determined.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an external device. It was reported that the controller was not working. Patient service specialist asked patient to clarify and patient said the stimulation wouldn't turn on even though their implant was charged. When patient pressed the stimulation on/off button on the controller, the green box wasn't around their group after turning on stim. Patient mentioned that they had groups a, b, and c, but they would not be able to turn stimulation on for any of them. The issue was not resolved through troubleshooting, as patient did not have equipment with them at the time of the call. Agent explained a reset of controller may help, which pt said they had already done and was not making a difference. Patient called back and repeated previously documented information. Patient mentioned they have their equipment with them now. Patient mentioned it's not letting them turn the machine on and it's not working. Patient mentioned they are not able to adjust therapy or do anything with the controller. Agent asked clarifying question; patient was not willing to answer and insisted the controller be replaced. The issue was not resolved. An email was sent to repair to replace the controller. Additional information was received from a patient (pt). It was reported that they need someone to come to the doctors office to reprogram because they got a new controller but "it" only lets them do 1 setting. Agent reviewed settings are stored in the implant. Pt stated their left side is getting nothing. Pt stated they have already paired the replacement controller. Agent asked - pt stated they have an appointment with hcp on july 1st. Agent began to review role of rep and give nas # but pt stated they are aggravated because they do not have a workable remote. Agent offered to check the controller but the pt ended the call.